Manufacturer narrative:
After further review, an final emdr for this complaint (B)(4) was incorrectly submitted. As the air leak issue was not duplicated, making it non-reportable to the FDA. As a result, emdr is not necessary. Please cancel in your database.

Event description:
N/a.

Event description:
It was reported during use that cs300 had intermittent alarm leak in fill line. There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.